Event description:
In early 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate as the mas was not able to contact the pt. The battery indicator message began 24 hours prior to contacting lifescan. Twelve to thirteen hours after the battery indicator message began, the pt reportedly developed symptoms described as "shortness of breath and shaky." The pt did not take any action in regards to diabetes treatment after the reported issue began and did not received any medical intervention at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the pt did not change the battery per the owner's manual. This complaint is being reported because the pt claimed that she developed symptoms that were suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.